Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. It is indicated that the issue was noted prior to use, however injury status was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, it was intended to use one endeavour resolute rx coronary drug eluting stent to treat a lesion. It was reported that burrs on the stent was observed when the stent was unpacked for use. It was stated that if it the device was placed in the patient, it may cause puncture or scratching of the patient's blood vessels. It was stated that the surgeon discovered the issue, stopped using the device and took measures to avoid a serious incident. The device was replaced with another model. The patient was reported to be alive with injury.